Event description:
Lights are very dim making it difficult to intubate.

Manufacturer narrative:
Failure of the device delayed the intubation of the patient. Complaint not confirmed due to lack of photo or return. Reviewed complaint history for 24 months preceding reporting date and determined no trending issue. Inspected inventory of similar lot and found no nonconforming units. Root cause could be damage from transport or storage conditions. Performed risk analysis and determined a severity of 6. Sent resolution to the customer.

Manufacturer narrative:
Failure of the device delayed the intubation of the patient.

Event description:
Lights are very dim making it difficult to intubate.